Event description:
Clinical study. It was reported that following a coronary artery stenting treatment procedure, the pt expired. The index procedure treated the 90% stenosed 2.5x25mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation and the placement of a 2.5x32mm taxus liberte study stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. On 1743 days post the index procedure, the pt collapsed at home and was brought to the hospital by ems in asystole and was in a "code blue" status. Despite medical therapies the pt expired. The cause of death per the death certificate is ischemic heart disease. No autopsy was performed. Per the physician, the study device is listed as "unrelated" to the event.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.